Event description:
It was reported that the devices short battery life was questioned. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data collected from the device was analyzed and revealed that no anomalies were found for battery voltage and as of 21-apr-2011 the battery voltage appears normal and stable at 2.97 v. (B)(4) version 8 installed on 21-apr-2011. For impedance no readings in s2d yet as (B)(4) version 8 had just been installed at the time of interrogation. The device was returned to the manufacturer and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.